Event description:
The facility reported a colleague infusion pump with failure code 568:320. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a 568:320 was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 568:320 was confirmed. The root cause of the reported problem was not identified. There was no repair made to correct the reported condition.